Event description:
It was reported that prior to an unspecified procedure, the clear pouch of the sensation polypectomy snare had been opened "at the button" and there appeared to be no seal trace on the pouch at this location. The device was not used and a different device was used to complete the procedure.